Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The difficult to position/guide wire resistance was not confirmed. The resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left main with mild tortuosity and heavy calcification. The 3.5 x 38 mm xience prime stent delivery system (sds) was advanced into the guiding catheter; however, strong resistance was noted with the guide wire. The sds was removed and resistance was noted again. It could not be confirmed what the resistance was with during removal. After removal, it was found that the distal end of the stent implant had moved [stretched] beyond the tip of the sds. A new 3.5 x 38 mm xience prime sds was used successfully with the same guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, sion blue, abyss exceed; guide cath: heartrail 7fr jl4. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.